Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained, use in patient with nickel allergy. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician untrained in the use of the starclose se device achieved arteriotomy closure of the common femoral after an unspecified procedure. Reportedly after hospital discharge, the patient called the physician reporting that she had a nickel allergy and was concerned if she might develop any symptoms from the deployed clip. She had no reported side effects or symptoms. There was no reported adverse patient sequela. Though requested, additional information was not provided.